Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A loose connection between a solution bag and the tubing is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting it was found that there was a loose connection. The technical service representative had the patient cycle the power to clear the alarm. The technical service representative advised patient to start over with new supplies and reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.